Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump has cracked lcd window, minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported the insulin pump had a keypad anomaly. The device did not alarm button error. Customer's blood glucose was 246 mg/dl. Customer reported the act button did not respond. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.